Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, rash, redness, pimples, dry skin, infection, rough skin, and soreness after sensor removal, extended beyond the patch perimeter. The reaction was treated with a prescription of a unspecified oral antibiotic and a fusisin cream. An underpatch was used but did not prevent the skin reaction. At the time of the report the patient was stable, but the area was still healing and still had visible marks. No additional patient or event information is available.